Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was noted to be depleting quickly. There was no impact to the customer's blood glucose level. During troubleshooting with tandem technical support, review of pump data revealed, that the customer's battery level is depleting more than 50% per day. The pump data indicated that when the pump is charged to 100% within 24-48 hours the battery level depletes to below 15%.